Event description:
The customer reported the battery does not charge. There is no reported patient harm.

Manufacturer narrative:
(B)(4): a follow up report will be submitted upon completion of the investigation.